Event description:
It was reported that during a secur-fit advance case the surgeon tried to hit the broach out and the strike plate on the broach dislodged. During a primary surgery.

Manufacturer narrative:
An event regarding a fractured strike plate involving a broach handle was reported. The event was not confirmed. Device evaluation, device history, and complaint history could not be performed as no items associated with the event were returned or made available for identification or evaluation. It is not believed that patient factors contributed to the reported event. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown broach handle. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a secur-fit advance case the surgeon tried to hit the broach out and the strike plate on the broach dislodged. During a primary surgery.